Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log revealed "upstream occlusion" message however evidence of upstream occlusion alarms in the log does not confirm or refute the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused and alarmed upstream occlusion during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.